Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.

Event description:
It was reported that "consultant was carrying out procedure. He uses (B)(4) trocar for optical port and also operating port. Procedure was completed without any complications. It was when they were finishing up observing the port sites, a piece of plastic was noted in the abdomen. Grasper was used to retrieve and no further pieces were seen in the abdomen." No injury reported to the pt.